Manufacturer narrative:
An event of transient ischemic attack experienced after almost a month of device implantation was reported. Information from field indicated that the patient's medication was updated, and patient was discharged in stable condition. Information from field also indicated that the patient's follow-up transesophageal echocardiography confirmed the left atrial appendage was completely sealed, did not report of any movement of the implanted device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. There was no report of any adverse patient effects during procedure or during recovery period post-procedure. It was then reported on (B)(6) 2024, the patient experienced a transient ischemic attack (tia) and was hospitalized. It was not confirmed how long the patient's tia symptoms lasted. The patient's medication was updated to novel oral anti-coagulant (noac) therapy on (B)(6) 2024 and the patient was discharged in stable condition. A follow-up transesophageal echocardiography on an unknown date confirmed the left atrial appendage was completely sealed, did not report of any movement of the implanted device, and did not confirm any device related thrombus.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. There was no report of any adverse patient effects during procedure or during recovery period post-procedure. It was then reported on (B)(6) 2024, the patient experienced a transient ischemic attack (tia) and was hospitalized. It was not confirmed how long the patient's tia symptoms lasted. The patient's medication was updated to novel oral anti-coagulant (noac) therapy on (B)(6) 2024 and the patient was discharged in stable condition. It was reported the patient was scheduled for a follow up transesophageal echocardiography on an unknown date. There was no report of any movement of the implanted device.